Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an issue of had displayed occlusion alarm during patient infusion. This occurred when the secondary medication was being connected to the primary. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was not returned and the serial number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.